Manufacturer narrative:
While speaking with the olympus sales representative (sales rep.), informed the service representative they have power cycled the unit several time without success. The sales rep was advised to unplug the power cord from the rear of the unit then reconnect the plug which resulted in the same error. The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to defective motherboard. It was also noted minor dents on the rear panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that their visera 4k uhd camera control unit displayed an error e117. The event occurred during preparation for usage. There was no death, harm or injuries were associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed, the error code e117, due to a defective motherboard. The specific root cause of the defective motherboard could not be determined at this time. According to the instruction manual, section 9.2 "troubleshooting guide" states: ¿code: e117 error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus¿. Olympus will continue to monitor field performance for this device.